Event description:
A heli-fx applier was used during an endovascular procedure for the treatment of a type ia endoleak in an endurant stent graft . The implant date of the endurant graft is unknown. It was reported during the index procedure after 2 endoanchors were successfully implanted, the heli-fx applier suddenly displayed a blue light. An additional applier was used to successfully complete the procedure. As per the physician the cause of the endoleak or applier difficulties were be determined.  No additional clinical sequalae was provided and the patients is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.